Event description:
It was reported that patient underwent procedure utilizing compress components on (B) (6) 2007. Subsequently, a revision surgery was performed on (B) (6) 2010 due to fracture of the compress anchor plug. It was also noted in the report that the patient sustained a fall prior to revision surgery.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that it failed in bending overload.